Manufacturer narrative:
Maquet sas became aware of an incident with surgical light volista device. It was stated that the handle broke during service. The sterilizable handle is used to maneuver the surgical light head to direct the illumination zone into the right area over the patient. This handle is removed from the light head after every surgical procedure for cleaning and sterilization and is put back before next procedure. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the complaint. In the time when the issue occurred the device was not being used for patient treatment. During the investigation it was found that there is an apparent trend with the issue at hand and that the reported malfunction has to date never lead to serious injury or worse. All information provided by the complaint originator was investigated in a detail by the manufacturer. It was established that the problem was related to sterilizable handle support. The defective handle was not returned to the manufacturer for further evaluation as the customer scrapped the part. The originator of the complaint has not provided any additional information regarding the complaint and without specifying on the drawing the location of fracture, our technical engineers are not able to conclude what is the root cause of the breakage related to this complaint. During our review we found there is currently an issue being addressed on the market that may relate to this complaint, however as indicated we have not been able to verify this with certainty. The related market action is (B)(4) in us and relates to the issue of failing rivets holding the handle part at the focus of this complaint. Furthermore, user need to daily check that sterilizable handle clicks and locks in place correctly and if not, it should be replaced according to the volista standop user manual 01761en ed. 07 page 65.

Event description:
Manufacturer reference (B)(4).

Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
Following the information reported by the maquet sas representative on the 26th of april, 2017 maquet sas became aware of the handle of surgery light volista device being broken. We are not aware if this was found during or before the surgery, therefore we report this event in the abundance of caution. As it was stated the broken handle (B)(4) was replaced. It was confirmed that no person was injured. Manufacturer reference (B)(4).